Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that there was image artifacts using flouro and 3d spins. This issue occurred intraoperatively and there was no reported impact on patient outcome. Unknown surgical delay. Additional information received and stating that "no delay to the case"

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3,h6): manufacturing representative went to the site to test the system,was able to duplicate flouro and rad artifact when I arrived on site. Performed gains and artifact when away. Rebooted system and performed flouro test shot the artifact reappeared. Performed another set of gain cals and artifact went away. Did multiple test shots and spins with biomed after second set of gain cals and was not able to reproduce artifact. Performed system checkout. Codes: b01, c09, d0302. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905; product ID: m021083c001, serial/lot #: -/4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.